Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and had sufficient usable insulin remaining. There was no adverse impact to the customer's blood glucose level. Customer first cleaned pneumatic tap area and tried reloading same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using proper technique, after which cartridge was successfully loaded and insulin delivery was resumed.